Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.016, lot: 9411813, manufacturing site: hägendorf, release to warehouse date: march 31, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the buttress/compression nut (part #: 03.037.016, lot #: 9411813) was returned and received at us customer quality (cq). Upon visual inspection, some of the internal threads were slightly stripped, which prevents assembly with mating devices. Thus the complaint was confirmed. Device failure/ defect identified? Yes. Functional test: the functional test was performed on the returned devices at cq. The devices cannot fully assemble due to the damaged threads on the complaint device. The buttress/compression nut (part #: 03.037.016) was able to thread onto the blade/screw guide sleeve (part #: 03.037.017) until the damaged threads on the devices obstruct further assembly. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the buttress/compression nut (part #: 03.037.016, lot #: 9411813). There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during processing/ sterilization of the devices at sterile processing department (spd) on (B)(6) 2020, the thread of the blade/ screw guide sleeve and buttress/ compression nut were noticed to be damaged making these pieces ineffective. The devices could not be unthreaded from each other. There was no patient involvement. This report is for one (1) buttress/ compression nut. This is report 1 of 1 for (B)(4).